Event description:
Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that externalized conductors were observed via x-ray.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks. Therapy was disabled. X-ray did not show any lead or connection issue. The lead was explanted and replaced.